Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was not returned. No further information has been obtained.